Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("essure devices appear to be in place; slight left internal migration in cornual position") in a 42 year-old female patient who had essure inserted (lot no. D31455) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2016 she experienced device dislocation (seriousness criterion intervention required), fatigue ("fatigue"), alopecia ("hair loss"), rash ("skin rash"), arthralgia ("joint pain"), pelvic pain ("pelvic pain"), amnesia ("memory loss"), heavy menstrual bleeding ("haemorrhagic periods"), disturbance in attention ("difficulty concentrating"), dyspareunia ("pain during intercourse"), adenomyosis ("adenomysis"), intermenstrual bleeding ("metrorrhagia") and myalgia ("muscle pain"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (to remove essure). At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to fatigue, alopecia, rash, arthralgia, pelvic pain, amnesia, heavy menstrual bleeding, disturbance in attention, dyspareunia, device dislocation, adenomyosis, intermenstrual bleeding or myalgia. The reporter commented: removal one month ago. Recovering. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49 kg. [Abdominal x-ray] on (B)(6) 2022: two whole essure devices slight internal migration of the left coil in its proximalsegment is found. No remote fragment visible. Conclusion: adenomyosis. Essure in place, slight internal migration of the proximal coil of the left essure located in the left uterine horn. [Magnetic resonance imaging abdominal] on (B)(6) 2022: retroverted retroflexed uterus of normal volume measuring 48 mm in antero-posterior × 85 mm high × 50 mm transversely. The endometrium is thin. Rather marked, diffuse junctional zone thickening. No abnormality of myometrium. No abnormality of either ovary. No abnormality of torus or uterosacral ligaments. No deep endometriosis detected. No peritoneal effusion or pelvic adenomegaly. No dilatation of the upper urinary tract. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: r2227595) on 24-oct-2022. The most recent information was received on 04-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("essure devices appear to be in place; slight left internal migration in cornual position") in a 42 year-old female patient who had essure inserted (lot no. D31455) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2016 she experienced device dislocation (seriousness criterion intervention required), fatigue ("fatigue"), alopecia ("hair loss"), rash ("skin rash"), arthralgia ("joint pain"), pelvic pain ("pelvic pain"), amnesia ("memory loss"), heavy menstrual bleeding ("haemorrhagic periods"), disturbance in attention ("difficulty concentrating"), dyspareunia ("pain during intercourse"), adenomyosis ("adenomysis"), intermenstrual bleeding ("metrorrhagia") and myalgia ("muscle pain"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (to remove essure). At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to fatigue, alopecia, rash, arthralgia, pelvic pain, amnesia, heavy menstrual bleeding, disturbance in attention, dyspareunia, device dislocation, adenomyosis, intermenstrual bleeding or myalgia. The reporter commented: removal one month ago. Recovering. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49 kg. [Abdominal x-ray] on 01-jun-2022: two whole essure devices slight internal migration of the left coil in its proximalsegment is found. No remote fragment visible. Conclusion: adenomyosis. Essure in place, slight internal migration of the proximal coil of the left essure located in the left uterine horn. [Magnetic resonance imaging abdominal] on 01-jun-2022: retroverted retroflexed uterus of normal volume measuring 48 mm in antero-posterior × 85 mm high × 50 mm transversely. The endometrium is thin. Rather marked, diffuse junctional zone thickening. No abnormality of myometrium. No abnormality of either ovary. No abnormality of torus or uterosacral ligaments. No deep endometriosis detected. No peritoneal effusion or pelvic adenomegaly. No dilatation of the upper urinary tract. Batch no~d31455 production date~2014-11-27~expiration date 2017-11-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-nov-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.